Event description:
Customer alleges that the left wheel lock is broken on his wheelchair. A screw has broken causing the wheel to no longer lock. No injury.

Manufacturer narrative:
(B)(4).

Event description:
Customer alleges that the left wheel lock is broken on his wheelchair. A screw has broken causing the wheel to no longer lock. No injury.